Event description:
This xi monopolar curved scissor was returned to me tagged "dull". There was no patient injury associated with this failure. There were 3/10 lives remaining. I will return to intuitive for reimbursement for the lives remaining. FDA safety report ID# (B)(4).